Manufacturer narrative:
Evaluation conclusion: only the oxygen blending module board was returned to the manufacturer's quality assurance laboratory.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer for evaluation. There was no report of patient harm or injury. The oxygen blending module board was evaluated by the manufacturer's quality assurance laboratory. The manufacturer found the pressure transducer (u29) to be out of tolerance.